Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of diopter -3.0 into the patient's right eye (od) on (B)(6) 2023. In a separate surgery that day the lens was removed due to excessive vault. That same day, a shorter length lens was implanted, although it is unclear whether this was performed within the same surgery that the lens was removed. This resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Additional information: b5- the reporter confirmed the lens was not replaced within the same surgery as the removal of the initial lens. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of diopter -3.0 into the patient's right eye (od) on (B)(6) 2023. In a separate surgery that day the lens was removed due to excessive vault. Per email it was confirmed that a shorter length lens was later implanted and the problem was resolved. Cause of event reported as unknown.